Event description:
It was reported that hydrophilic film coating came off in the patient. Almost like a snakeskin. They opened another wire. Per follow-up information received on 10apr2024, it was reported that there were a total of 29 wires pulled off the shelf after the incident with the reported wire that was flaking. That particular wire was discarded. No patient harm was reported. Customer has the remaining 29 that will be sent in for sample. Per sample received on 30apr2024, the customer returned six additional lot numbers for (batch#gfhw0335), (batch#gfhv2176, (batch#gfhx1239), (batch# gfhx1243), (batch#gfgr2107) and (batch#gfgr2531).

Manufacturer narrative:
The reported event was unconfirmed. Received 6 guidewires in unopened original packaging, no flaking noted in any of the 6, reported event was unconfirmed. The device is considered within specification and the reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hydrophilic film coating came off in the patient. Almost like a snakeskin. They opened another wire. Per follow-up information received on 10apr2024, it was reported that there were a total of 29 wires pulled off the shelf after the incident with the reported wire that was flaking. That particular wire was discarded. No patient harm was reported. Customer has the remaining 29 that will be sent in for sample.